Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/13/2024. An investigation was conducted on 03/19/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on both the intact jaws as well as the harvesting device handle. Char was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The lot # 3000368147 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires were sticking out of the jaws. Nothing was left in patient. Another kit was opened to complete the harvest. There was not a delay in the procedure. No injury to patient.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.